Event description:
Resident was sitting in lift and was being moved. The clip which holds the sling/seat to the main frame of the lift became dislodged from its insert, causing the resident to fall onto the floor. The fall resulted in a fractured right supra condylar - distal femur.